Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. The fiber membrane was streaked with blood residue and coagulated blood was noted between the screw flange and the polyurethane cut surface at both ends of the dialyzer. Additionally, a thin piece of debris, consistent with a polyurethane/polyethylene (pu/pe) sliver, was identified situated between the potting cut surface and the o-ring at the cavity ID end. The debris was located at approximately 230 degrees with the dialysate port situated at 0 degrees. There was no other debris, damage (specifically cracks) or irregularities noted. The dialyzer was subjected to a laboratory leak test; a leak was detected on the cavity ID end screw flange at approximately 14.5 psi. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. The dialyzer was subjected to a laboratory leak test where a leak was detected on the cavity ID end.

Manufacturer narrative:
(B)(4). Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A user facility reported that a blood leak occurred during the hemodialysis treatment. The external blood leak was observed at the arterial end of the dialyzer. A crack was visible at the dialyzer's arterial end where the blood leak occurred. Blood test strips were not used. The machine did not alarm. The patient's estimated blood loss was approximately 100cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The device is available for evaluation by the manufacturer.